Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level. Low bg cause was not known. On (B)(6) 2025 the customer¿s bg was in the 40s mg/dl. Reportedly, the customer went to the emergency room. Reportedly, the customer lost consciousness and had a seizure. Customer was treated with intravenous fluids, ¿customer could not recall what was in the fluids¿, keppra for the seizure, and morphine for after seizure headache. Customer was released later that same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.